Manufacturer narrative:
The biomedical engineer (bme) reported that the pump on the multigas unit was loud. It would also intermittently give a "gas module failure" error message. Power-cycling the unit would clear the error and would allow monitoring to continue. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 06/13/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the pump on the multigas unit was loud. It would also intermittently give a "gas module failure" error message. Power-cycling the unit would clear the error and would allow monitoring to continue. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the pump on the multigas unit was loud. It would also intermittently give a "gas module failure" error message. Power-cycling the unit would clear the error and would allow monitoring to continue. There was no patient harm reported. Investigation summary: an exchange unit was sent to the customer, and the complaint device was returned for evaluation. During evaluation, the reported issue could not be duplicated, and the device operated to manufacturer's specifications. As such, the cause of the customer's complaint cannot be definitively established. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to monitor and trend similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the pump on the multigas unit was loud. It would also intermittently give a "gas module failure" error message. Power-cycling the unit would clear the error and would allow monitoring to continue. There was no patient harm reported.